Event description:
It was reported to philips that the device was not booting as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the customer¿s keyboard was dirty, causing an inadvertent operation during boot up. The fse cleaned the keyboard, restarted the system and the device was returned to expected functionality.

Manufacturer narrative:
According to the additional information collected, the device was not booting as expected. The system prompted "enter password" but the system was not accepting and boot up could not be completed. The scheduled procedure was completed using another system. A philips field service engineer (fse) visited the site and determined the customer¿s keyboard was dirty, causing an inadvertent operation during boot up. The fse cleaned the keyboard, restarted the system and the device was returned to use in working order. The issue reoccurred and therefore it was decided to replace the keyboard. Since the replacement of the keyboard, the issue did not reoccur. Updated health impact codes as per the new information received.